Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was informed that the device is end of life and has to be removed from service. The customer was advised to replace the device. The device was not returned to stryker for investigation. A cause of the reported issue could not be determined.